Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) bupivacaine clonidine via an implantable pump. It was reported that during the call, the patient mentioned that they had gone to the doctor once, possibly on the 3rd refill, at that time, the pump was completely empty. The doctor was floored and the patient feared not getting any medication because they wind up in a ball in pain. The patient said, ¿I go in tomorrow and will figure that out. ¿